Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, polyneuropathy, was severe and deemed to meet serious injury criteria of hospitalization and life threatening. The device history record for radiesse dermal filler lot # 100094933 was reviewed. A lot search was conducted and no similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient (herself). She was injected in breach of the technique with radiesse. After the treatment with radiesse, the patient experienced oedema in the naso-buccal, redness of the face and rash all over the body. The patient consulted with many physicians and the final diagnosis till then was myopathy, polymyopathy. The outcome of the events was not reported. Follow-up information was received on 06-aug-2018: the case was upgraded to serious. The event term "myopathy/polymyopathy" was changed to "myopathy" and the events "polyneuropathy" and "pain" were added. Both events were considered serious. The patient's date of birth was provided. The patient was a (B)(6)-year-old (ambiguously reported as (B)(6)-year-old) female (weight (B)(6)). She was injected subcutaneously with a total of 1.5 ml (also reported as 0.2 ml) of radiesse into the tear trough and zygomatic arch, for correction of the signs of facial fat loss, mid face, on (B)(6) 2017. It was also reported that the patient was injected with 1 ml into one injection point on the right side and 0.8 ml into one injection point on the left side. The batch number was reported as 100094933. Needle used for injection was a 25 g cannula. The patient was previously treated with a total of 45 units of xeomin, on (B)(6) 2017 and had bio-revitalization on (B)(6) 2017. The patient's glogau classification was ii and she had no disposition to lymph drainage problems, nor allergies. The patient's medical history was reported as none. After the treatment with radiesse, the patient felt some discomfort in the area of injection, on the right side. On (B)(6) 2017, also reported as two days later, the patient experienced pain in the same area, also reported as right tear trough. Corrective treatment included an injection of 1 ml of physiological salt solution, into the area of pain and a massage of the area, on (B)(6) 2017. On (B)(6) 2017, a total of 0.1 ml of diprospan was injected into the tear trough, on the right side. There was a reduction of pain just after the treatment, however, after the injection of diprospan a soft tissue atrophy in that zone occurred. On (B)(6) 2017, a total of 0.3 ml of actovegin (deproteinized calf blood haemoderivative) was injected, however, right after that injection the patient felt burning and paraesthesia of the skin, of the face (also reported as right mid-face and right tear trough) and the body. On (B)(6) 2017, a total of 30 ml of dexamethasone was given each day, during 7 days. As reported, the patient had burning and paraesthesia until current time. In (B)(6) 2018, the patient was diagnosed with polyneuropathy and in (B)(6) 2018, she was diagnosed with myopathy. The patient was having therapy for polyneuropathy. No systemic antibiotic was prescribed. The patient was hospitalized to the neurological department. The outcome of the event "myopathy" was not reported and the outcome of the event "pain" was reported as resolved, on (B)(6) 2018. The outcome of the event "polyneuropathy" was reported as not resolved. It was unknown if the incident was permanent. In the opinion of the reporter, the events "myopathy" and "polyneuropathy" were of severe intensity, life-threatening, related to radiesse and related to incorporated local anaesthetic in the product.

Event description:
Follow-up information was received on 13-aug-2018: the case was downgraded to non-serious. The events polyneuropathy and myopathy were deleted. Injection site was specified as tear trough on the right side. It was reported that the patient was hospitalized in (B)(6) 2018 (three weeks prior to this report) for the medical exams and confirmation of the main diagnosis of polyneuropathy and myopathy. Only burning, paraesthesia and pain were confirmed as reported by the physician. At the time of this report, the patient only had psychology problem and paraesthesia in the legs and hands. Due to provided information, the outcome of all other events was considered as resolved. The physician changed her opinion and stated that the patient did not have any symptoms which could be life-threatening. It was confirmed that soft tissue atrophy happened after injection of diprospan and was not related to radiesse injection. In the opinion of the reporter, myopathy and polyneuropathy with burning and paraesthesia were also not related to radiesse.